Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Investigation summary: unable to perform complaint lot history check for barrel bowed due to unknown lot number. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for barrel bowed due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Device manufacture date: unknown.

Event description:
It was reported that the barrel had molding defect with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter: a bent barrel was found.